Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The distal shaft was separated distal to the guide wire exit notch, confirming the reported separation. However, the difficult to position and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the viatrac balloon catheter was loaded onto an unspecified .014 guide wire, but before it entered the sheath, the catheter became stuck on the guide wire. When attempting to remove the viatrac, the balloon detached from the catheter. It was suspected that the guide wire had not been properly wiped down. There was no adverse patient effects and there was no clinically significant delay in procedure as a new balloon was used to continue the procedure. No additional information was provided.